Manufacturer narrative:
Taper ii. (B)(6) allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Health professional reported an alleged lap-band "port leak" that was first noted during an adjustment fill appointment. The port was explanted and replaced and is being returned. Follow-up findings: op report noted the tubing had a crack just distal to the port.